Event description:
A customer contacted beckman coulter inc. (Bci) in regards to instrument generated false low anion gaps. On the day of the event, the customer trended approximately 20 low anion gaps (below 3.5). No erroneous results were reported out of laboratory. The customer provided two examples of results, however neither result demonstrated the anion gaps that were below the 3.5. The printouts do show a drift low in sodium (na) results, which exceeded the assay precision claims. Other chemistry results (potassium, chloride, and carbon dioxide) were within the precision of the assays. Patient's treatment was not impacted by this event.

Manufacturer narrative:
The samples were serum. Qc prior to the event was within lab-established ranges, but qc after the event did exhibit low recovery. The event occurred after the customer replaced the cl electrode tip. A bci service instructed the customer to clean the chloride and sodium electrode and port. Performance verified and the issue has been resolved.